Manufacturer narrative:
A dealer reportedly raised the lift and stated the lift would not go down. They had then moved the lift resulting in the patient to become unstable and tip. No details of alleged injury were provided. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed as a conservative measure.

Event description:
The dealer raised the lift and then the lift would not go back down so they moved the lift over and it allegedly tipped over with the consumer. The consumer allegedly sustained an unknown head injury.